Manufacturer narrative:
Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update the manufactured date. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a preface® guiding sheath with multipurpose curve. At the end of the procedure, while removing the ablation catheter, the top of the hub completely detached from the sheath and remained attached to the catheter. As a result, blood was flowing freely (unspecified). No wires or braid were exposed. There was no resistance or difficulty during sheath insertion or removal. Procedure was successfully completed. There were no patient consequences. The hub detachment was assessed as a reportable malfunction.

Manufacturer narrative:
Additional information was received on 9/25/2018 on the event. Estimated blood loss was approximately 50 cc, which was considered to be minimal. There were no patient consequences, as the physician was already removing the sheath and planning to apply pressure to the site. The biosense webster inc. Failure analysis lab received the device for evaluation on 10/15/2018. It was noted that it was received in the condition reported ¿cap detached from sheath¿. This issue remains reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since the product was received, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufactured date has been provided on december 12, 2018. Therefore, device manufacture date has been populated. Investigation summary: it was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a preface® guiding sheath with multipurpose curve. At the end of the procedure, while removing the ablation catheter, the top of the hub completely detached from the sheath and remained attached to the catheter. As a result, blood was flowing freely (unspecified). No wires or braid were exposed. There was no resistance or difficulty during sheath insertion or removal. Procedure was successfully completed. There were no patient consequences. The device was inspected and the cap was found detached from the sheath. The cannula hub thread outer diameter (od) and cap inter diameter (ID) were measured and the cannula hub thread od and cap ID were found within specification. A functional test was performed, the received cap was affixed (snapped) onto the received cannula hub thread and an insertion withdrawal test performed using a vessel dilator lab sample. Then, insertion withdrawal test was simulated advancing and retracting the vessel dilator lab sample through the received cannula sheath unit and no anomalies were observed during test. The received cap remained affixed (properly snapped onto the hub thread of the complaint preface cannula sheath received). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the cap separation cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device, however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).